Manufacturer narrative:
Pump received with keypad overlay missing. Unable to perform any test due to keypad overlay missing.

Event description:
It was reported that the keypad of insulin pump had damaged. Customer's blood glucose value was unknown. The device will return for analysis.